Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and cholecystectomy ('gall bladder removed') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy (seriousness criterion medically significant), experienced vomiting ("my symptoms were not being able to eat without vomiting") and morning sickness ("I felt pregnant in the way of morning sickness") and was found to have weight decreased ("I lost almost 70lbs"). The patient was treated with surgery (essure device removal). Essure (ess205) was removed in 2016. At the time of the report, the medical device removal, cholecystectomy and weight decreased outcome was unknown and the vomiting and morning sickness had resolved. The reporter considered cholecystectomy, medical device removal, morning sickness, vomiting and weight decreased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and cholecystectomy ('gall bladder removed') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy (seriousness criterion medically significant), experienced vomiting ("my symptoms were not being able to eat without vomiting") and morning sickness ("I felt pregnant in the way of morning sickness") and was found to have weight decreased ("I lost almost 70lbs"). The patient was treated with surgery (essure device removal). Essure (ess205) was removed in 2016. At the time of the report, the medical device removal, cholecystectomy and weight decreased outcome was unknown and the vomiting and morning sickness had resolved. The reporter considered cholecystectomy, medical device removal, morning sickness, vomiting and weight decreased to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, vomiting, morning sickness, weight loss, cholecystectomy. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.